Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record review: DHR shows no abnormalities related to the reported issue. Failure analysis & root cause: evaluation identified a misaligned mirror. Misaligned mirror would allow the lamp to overheat. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the turret of the 00mlx xenon lightsource caused the unit to burn a brand new cable. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.